Manufacturer narrative:
Additional information provided by the patient revealed the patient has not yet fused/healed so removal of the construct has not been conducted. On (B)(6) 2016 - (B)(6) spoke to patient via phone. He instructed her to see physician as alphatec cannot provide any medical instructions and/or advice. Alphatec is strictly a medical device manufacture. The patient indicated she has been in contact with both the physician and primary care provider. (B)(6) also indicated he would provide the raw material of the (B)(4) components used to create the construct originally implanted on (B)(6) 2015. On (B)(6) 2016 - (B)(6) provided material info to patient via an e-mail. The e-mail contained information relevant to the materials from which the alphatec spine implants were manufactured as well as the instrumentation utilized during the procedure. The illico mis posterior fixation system was manufactured from an (B)(4) which comply to both (B)(6) standards. The instrumentation utilized in the case was manufactured from both a (B)(4) stainless steel ((B)(6)) and (B)(4) stainless steel ((B)(6)). Both also in compliance with (B)(6) standards. Additionally, the instruction for use (ins-028) inform the user as to the raw material utilized in the manufacturing of the implants in addition to providing possible side effects for those patients with physiological reaction to implant devices due to foreign body intolerance including inflammation, local tissue reaction, and possible tumor formation, infection and/or hemorrhaging.

Event description:
Patient called alphatec directly and indicated she is having an allergic reaction to a previously implant illico construct.